Event description:
Brazil. Allegedly, a patient who underwent a breast surgery augmentation on (B)(6) 2022, had an mir that reveals a device rupture on her left breast. She also presents rounded axillary lymph nodes, showing a silicon sign (siliconomas). (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and siliconomas